Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a faulty mfc-to-cprd adapter. The mfc-to-cprd adapter was replaced to resolve the report. The mfc-to-cprd adapter was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. However, the malfunction persisted. When pressure was applied to the adapter a signal was observed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.